Event description:
Device malfunction: none. Symptoms/ae: hypotension and stroke. Time of symptoms/ae: during the carotid procedure in 2007 and 4 days after the carotid procedure. It was reported that during the carotid stenting procedure of the left internal carotid artery, the event date, the patient experienced a transient episode of hypotension. The patient was admitted to the hospital in 2006, experiencing a stroke and tia, prior to carotid stenting procedure. The events affected the hemisphere supplied by the current target vessel resulting in prolonged hospitalization. The treatment given was vasopressors/inotropes. Additional information received two months later, indicated the patient experienced a stroke requiring additional hospitalization, 4 days after the carotid stenting procedure. Stroke symptoms were reported to have resolved a month earlier. No additional information available.